Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 08/03/2015 for investigation. Investigation results for the returned platform are as follows: visual inspection of the returned platform was performed and found that one of the head restraint wires were cut and the front enclosure was damaged and had a missing screw. In addition, the battery connector was also damaged and the battery lock clip was bent. The physical damages found during visual inspection are unrelated to the customer's reported complaint of the platform displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. A review of the platform's archive data was performed and found multiple occurrences of ua 7 on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. The reported ua 7 message was also duplicated when the platform was powered on for functional testing. Further inspection determined that both load cells were not functioning properly. After replacing both load cells, the autopulse platform was run for 10 minutes using a large resuscitation test fixture (lrtf) and no other user advisory or warnings were observed. The platform passed all final testing. Based on the investigation the parts identified for replacement were the top cover, both load cells, front enclosure, battery cable and the battery lock clip. In summary, the customer's reported complaint of the platform displaying a ua 7 message was confirmed through review of the platform's archive data and was also replicated when the platform was powered on for functional testing. The root cause was determined to be the load cells, which were not functioning. The physical damages found during visual inspection are unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing.

Manufacturer narrative:
Product in complaint was returned to zoll on 08/03/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that the autopulse platform is displaying a user advisory 07 (discrepancy between load 1 and load 2) message. The customer reported that attempts were made to clear the error message, however the issue would not resolve. It is unknown if this issue occurred during a shift check or during patient use. No further information was provided.